Manufacturer narrative:
Patient information requested via phone calls (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. No information provided to date. A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation. The unit was restarted and case completed. There was no report of patient injury.